Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 478 mg/dl. The customer treated with bolus and syringe. Customer's blood glucose value was 334 mg/dl at the time of the call. Customer treated with 25 units via syringe. Customer declined to troubleshoot for battery out limit, failed battery test or high readings. The product was not returned for analysis.